Manufacturer narrative:
(B)(4): evaluation: results: evaluation for the returned product found that the alarm powered-on when tested. The power was confirmed since the alarm sounds when weight is removed from the sensor. The lcd display is not visible. The power light, hold button, and low battery indicators did not come on as they should. The battery door is damaged and can be slid out away from the alarm. The led lenses are not seated properly. The posey instructions for use has a warning: the posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped or damaged. The unit may stop functioning as designed. (B)(4).

Event description:
Customer claims that the alarm has no power. The batteries were replaced with a new supply. There's no visible damage to the alarm door or case. The battery springs are intact and no wires appear loose. There was no patient incident or injury reported. Evaluation found the returned product hold and low battery indicator lights did not come on when tested.